Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) and ketones were high. The cause was not known. Insulin injections were administered. The customer performed a pump system check with tandem technical support (cts) and no device issues were identified. Cts advised the customer to discuss the event with a healthcare provider.